Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot of specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. It is possible the wire was damaged during use with the stent catheter which caused a change in the od of the guide wire. A larger od would cause an interaction with the ballon catheter inducing the difficult to advance and difficult to remove. It is unknown if the reported deformation on the jacket was the cause or a result of the guide wire being removed post procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was to treat a mildly calcified and tortuous lesion in the mid left anterior descending artery. The bmw universal ii guide wire was advanced to the target lesion however after stent implantation, resistance occurred during the insertion of the nc balloon catheter and the devices adhered together. Since the balloon catheter could not be removed, both devices were removed together. Outside the anatomy the devices were able to be separated however damage was noted to the polymer of the guide wire. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.